Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery charger unable to charge the battery pack) has been confirmed. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem (B)(4) to report that the battery charger was unable to charge the battery pack.